Event description:
It is reported that a customer experienced high blood glucose of 453 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with preforming a high pressure test and the pump passed the test function. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.